Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a cuff leakage. The tube was replaced successfully. Another cuff leakage occurred and the patient had a replacement of the tube for the second time.